Event description:
A cryoablation procedure was performed in (B)(6) using the achieve mapping catheter with the arctic front catheter. In order to position the catheters in the ripv, a big loop manoeuvre was performed but failed. Immediately after that, loss of blood pressure occurred and could not be stabilized with adrenalin and recoagulating drugs. A pericard punction was performed and heart surgery was initiated to stop blood loss. The patient was stable after heart surgery.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.